Event description:
While attempting an angiography and possible athrectomy of the right leg a four french rim catheter broke. The left groin was accessed and, using the rim catheter and a 300 cm terumo guidewire, the right iliac was accessed. The rim catheter was advanced down the right illiac. Dr attempted to draw the catheter back and noticed that the catheter was stuck. Dr made several attempts to withdraw the catheter without any success. Eventually the catheter did draw back slightly. Dr then decided to remove the rim catheter and replaced it with a different catheter. The terumo guidewire was re-advanced down the right leg. Dr took hold of the sheath with his left hand and the catheter with his right hand. Tech took hold of the catheter with left hand and the wire with right hand. Tech pinned the wire with my right hand and attempted to withdraw the catheter. It did not move. The terumo guidewire has a special coating that becomes very slick when it is wet. However, the wire will sometimes lose some of its wetness and become sticky. It is not unusual to have a catheter stick somewhat to the wire when advancing or removing the catheter. This sticking is generally overcome by continuing to attempt to advance or remove the catheter until it releases from the wire. It was tech's assessment when the catheter did not move that it was sticking to the guidewire. Tech continued to attempt to withdraw the catheter and said aloud "it's sticking". Shortly thereafter the catheter released and was removed. The tip of the catheter was flared and jagged. The body of the catheter next to the tip was pinched and flat. The groin was imaged and it was noted the the tip of the rim catheter had broken off and remained on the guidewire within the right iliac. Dr accessed the right groin and was able to retrieve the wire and catheter piece using a snare device. A "runoff" angiogram was then performed from the distal abdominal aorta down both legs to the toes. In addition, right and left iliac, and right superficial femoral artery angiograms were performed. The pt was returned to the ccu.